Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's right knee was revised due to pain. A 3x9 cs insert was swapped for a new 3x9 cs insert. Rep confirmed that no further information would be released by the hospital or surgeon.